Manufacturer narrative:
The subject device was received and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported the camera head displayed no image (static). There was no patient impact, no harm reported due to the event.

Event description:
It was reported the camera head displayed no image (static). There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. An e226 (sandstorm) error message was presented. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was likely that e226 (endoscope communication failure) occurred due to a stress boot disconnection on the connector side olympus will continue to monitor field performance for this device.